Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient reported to have cut the sheath on their driveline while changing the dressing last evening. Low voltage advisories and some pump speeds at 8990 upon interrogation. No pump stops. Some low flows noted (B)(6) 2021 and (B)(6) 2021. Flow 4.5, speed 9000, pi 6.8 and power 5.0. Rescue tape placed around the tear on the driveline, however there are no indications of a driveline issue displayed in the log file. Submitted log captured transient low flow alarms on (B)(6) 2021 at 1:08pm and 1:48pm during the 18-day length of the file where the low flow estimator momentarily dropped below 2.5 lpm. The reported low flow was a valsalva maneuver and low voltage was the patient running lower on battery power. The patient remains asymptomatic at home with no further reported issues with the outer silicon jacket. No equipment replaced. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of cosmetic external driveline damage was not able to be confirmed through this investigation as no images were provided by the account and no product was returned for evaluation. Low flow alarms were confirmed via the submitted log file data; however, a specific cause for the change in pump parameters cannot be conclusively determined. The submitted log file contained data spanning from 14jan2021 at 08:18:40 to 12feb2021 at 14:53:58, per the timestamp. Throughout the log file the device operated above the low speed limit. A total of 3 low flow alarms were captured on (B)(6) 2021 and (B)(6) 2021 when the estimated pump flow was calculated to be below the threshold of 2.5lpm. No other notable alarms were captured. The patient was seen in the clinic after they cut the driveline¿s silastic sleeve while changing their dressing. Rescue tape was applied to the afflicted area. Log file data was sent in for review. The low flow alarms observed in the submitted log file data were attributed to a valsalva maneuver and the patient was not asymptomatic at the time of the alarms. The patient is stable at home and remains ongoing on (B)(6). No further events have been reported at this time. The heartmate ii left ventricular assist system instructions for use (rev. H) explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the heartmate ii left ventricular assist system instructions for use. The instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. The heartmate ii left ventricular assist system patient handbook (rev. G) also contains information on caring for the driveline and covers all visual/audio alarms, as well as what action(s) should be performed when they occur. Review of the relevant sections of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 05sep2013. No further information was provided. The manufacturer is closing the file on this event.